Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump does not have enough power to deliver insulin, and alleges this has resulted in the patient feeling "foggy." This complaint is being reported because the power issue was not resolved and because the experienced symptoms of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate the complaint; pump information for event has been overwritten. The black box starts on (B)(6) 2014. The black box for the event on (B)(6) 2014 has been overwritten. Current black box shows no evidence of intermittent power condition. Returned battery cap contains no damage. Battery compartment is cracked at case seal. Returned cap fully attaches to the pump until resistance is met and no yellow o ring is visible. A 24hr duration test was successfully completed using returned battery cap; no power issues were duplicated. The returned battery cap contact measurements are in specification. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.